Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). It was reported that they were a fairly active person and didn't know if they had overdone things or what, but the stimulator in their back and the area around it was burning. Patient said after they got the ins and healed up from surgery, they didn't even know the implant was in their back. Now, for maybe the past 6 months, they were feeling pain around the implant, and starting last wednesday it had become more severe, with sometime between thursday and saturday becoming almost unbearable even though they have a high pain tolerance. Patient wondered what might cause that and if other patients experience the same thing; agent reviewed information and inquired if patient had recently fallen or experienced trauma to the ins site - patient did not confirm or deny. The patient was redirected to their healthcare provider to further address the issue.